Manufacturer narrative:
Concomitant products: 7741 boston scientific lead, implanted (B)(6) 2017.

Event description:
It was reported that one day post operation the right ventricular (rv) lead exhibited no capture, small r-waves and ventricular tachycardia (vt) was noted. A dislodgement was confirmed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.